Event description:
It was reported that dislodgement of the patient¿s right atrial (ra) lead was noted. On (B)(6) 2026, the physician elected to cap and replace the ra lead. During the replacement, the physician was unable to extend the new ra lead. The lead was not used, and the physician elected to complete the procedure with a different lead. The patient¿s condition remained stable.

Manufacturer narrative:
Correction: please retract 2017865-2026-02234. Upon review, the lead should not have been submitted as a medical device report (MDR) as there was no malfunction with the lead.